Event description:
It was reported that the device was in backup mode during an in clinic follow-up. The device was explanted and replaced to replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed and device was revealed to be above elective replacement indicator (eri) voltage level. The back-up operation mode was not reproduced. An assessment of total projected longevity was performed and the device was revealed to have appropriate remaining longevity.